Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (50-60 mg/dl) after blousing for a meal. Glucose tablets were consumed to address the bg level, the low bg started after a visit to a healthcare provider (hcp) and it was thought that the low bg due to the changes the hcp made to the pump settings. Tandem technical support advised the customer to discuss the event with the hcp.